Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial connector portion of the lead measuring 8.4 cm returned for analysis. External insulation abrasion was noted from 7.5 cm to 7.7 cm from the connector pin, consistent with friction against the device can. All other damage found was sustained during surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.